Event description:
Device analysis completed and cover page of hazard and post investigation updated.

Manufacturer narrative:
Investigation results completed on a smith medical cadd legacy 6400 pump. Device arrived in good physical condition. Event log revealed error code along with evaluation tests, which verified code " 1720." The malfunction is isolated to back -up capacitor. Device back up capacitor was replaced and testing passes all delivery and functional tests. Unknown cause of event.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump displayed last error code 1720. No adverse effects were reported.